Event description:
Caller reported a pump malfunction, but no notable events were noted prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, and the customer was advised to reset the pump at their convenience if the issue persists.